Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic procedure on an unknown date and suture was used to close fascia. The suture was broken after the repair on an unknown date. The patient experienced incarcerated hernia, was returned to surgery on an unknown date and repaired. Additional information was requested.